Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a redo double lumen tpn catheter set used for total parenteral nutrition (tpn) broke at an unspecified time following implantation. The device was initially implanted following a previous catheter breakage. The conditions and handling circumstances leading up to the event are not known. The device was completely explanted and replaced. No further event or patient information was provided. This is one of two reports being submitted as two devices reportedly broke. Reference MDR numbers 1820334-2017-00707 and 1820334-2017-00710. The same patient is associated with both reports.

Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device tubing was pinched at the base of the y fitting. At the location of the pinch in the tubing, a visual observation noted that the tubing was partially separated, involving both lumens. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were two other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.